Event description:
It was reported during the procedure that the driver became stripped and rounded. Also, the device no longer catches. The incident occurred inside the patient. The procedure was completed with a delay between 0-30 min with a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
Updated: lot number.

Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device tip is stripped and rounded, rendering the device inoperable. A functional evaluation confirmed that the device was paired with mating part mechanism and does not function as intended. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.